Manufacturer narrative:
The field service engineer found the cuvette was dirty and the tubing of the rinse station was leaking. The leak was repaired and the rinse tubing of all rinse stations was replaced. Qc was run and found to be acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with multiple assays on a cobas 8000 c 702 module. Glucose: patient 1: the sample initially resulted in a glucose value of 13 mmol/l and repeated as 90 mmol/l. Calcium: patient 2: the sample initially resulted in a calcium value of 1.74 mmol/l and repated as 2.25 mmol/l. Patient 3: the sample initially resulted in a calcium value of 1.61 mmol/l and repeated as 1.97 mmol/l. Patient 4: the sample initially resulted in a calcium value of 1.70 mmol/l and repeated as 2.17 mmol/l. Urea: patient 5: the sample initially resulted in an urea value of 95 mmol/l and repeated as 20 mmol/l. It is unknown what result was deemed correct. No questionable result was reported outside of the laboratory. The glucose, calcium, and urea reagent lot numbers and their expiration dates were requested but not provided.